Manufacturer narrative:
H3: analysis of the sample was completed, a piece of packaging carton with the label on it and the device were returned in a (triple) resealable bag. There were traces of contamination observed on the cuff and inside the tube. There was also a white tape wrapped around the tube near the clamp shell. A portion of a white tape had traces of light brown residue. There was no damage noted in the construction of the device. However, there were voids observed in all four trace pads. The continuity check was performed and electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 15.4 ohms (blue), 22.6 ohms (blue with white stripe), 15.3 ohms (red), and 21.7 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution for functional test. The device passed the electrode check and there was no excess noise recorded during the functional test. All 4 silver traces were manipulated and bent to the 90° position. There were no issues observed during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre op, the emg tube impedance check could not be cleared. There was no patient involvement.